Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, in the patients eye on (B)(6) 2019. The reporter indicated the surgery went well but at one day post-op, the intraocular pressure (iop) was 50mmhg, with shallow chamber and angle closure. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.